Event description:
It was reported the patient presented to the clinic for a routine follow up appointment. The clinician was unable to elicit a magnet response from the device and no telemetry could be established. Immediate device replacement was recommended. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.